Event description:
It was reported that the impedance increased and the patient received inappropriate shocks. They could not explant the broken lead so they abandoned inside the patient. The new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.